Event description:
The customer reported that during the procedure, an end tone, indicating a completed seal cycle, was heard but the tissue was not sealed. Another device was used to complete the procedure without incident. There was no bleeding and no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.